Manufacturer narrative:
Reported event: an event regarding incorrect selection involving an triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that a triathlon pkr insert was implanted with a restoris mck femoral of a restoris mck insert. The discovery was made post-operatively, and the patient was revised. The event is considered to be the result of user error as no manufacturing-related product problem was found given the information provided. It is the responsibility of the surgical team to review the device label prior to implantation. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: "primary procedure, right medial mako uni. It was reported that a triathlon pkr insert was implanted with a restoris mck femoral component and baseplate. Intra-operatively, the insert had locked into the baseplate. Discovery was made post-op when the jr associate was trying to enter the case usage. The patient was revised the next day to implant a restoris mck insert. Jr associate confirmed that no further information will be released by the hospital or surgeon."